Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/23/2015. The fse found a leak in the tubing through pinch valve (pv49). The fse replaced the defective tubing, which resolved the leak. (B)(4).

Event description:
The customer reported a fluid leak of approximately one cup in volume from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.